Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose level was "fine". Reportedly, the customer loaded a previously used cartridge, completed the load process successfully and resumed insulin delivery.